Manufacturer narrative:
A technical investigation was not possible to perform, as the device was not at hand for investigation. A trend analysis was not possible to perform, as the catalogue number is unknown. The compatibility check could not be performed as no product information was provided. Possible causes for the reported - hematoma - event according to dfmea: due to wrong surgical procedure; hematoma due to non union which results in body reaction; hematoma due to system failure (misuse by surgeon) which results in body reaction. Based on the given information and the results of the investigation, the complaint could not be confirmed as health professional the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
In a springer journal article, the influence of re-existing radiographic osteoarthritis on functional outcome after trochanteric fracture, published online on january 21, 2015 it is mentioned, that 188 patients were undergoing proximal femoral nailing for trochanteric femoral fracture between april 1, 2009 and 4 september 30, 2011. It is also reported that in 153 cases proximal femoral 4 nails with a neck shaft angle of ccd 130 from zimmer (B)(4) were used. The 35 patients received products from a competitor. In 9 cases patient were revised due to complication with 5 different scenarios, it is not stated and unknown if zimmer products were implanted in those cases or devices from competitor. The case at hand treats the following: 2 patients underwent a revision surgery due to the experience of "haematoma" on an unknown date. The time in vivo is unknown.

Event description:
It was reported that an unknown number of patients experienced haematoma after being implanted a znn cmn nail (exact catalogue number unk) and underwent a revision surgery. Implantation and revision surgery dates are unk.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).